Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: sistema de cemento vertecem v+ . Esteril (part# 07.702.016s, lot# unknown, qty# (B)(4)) was returned and received at us cq. Upon visual inspection at cq, it is observed that the cement in the mixer got hardened. Rest of the device looks good without any damage. Functional test: functional inspection of the received device was not performed at cq as the cement in the mixer got hardened. However, the piston was moving forward and backward as intended without any issues. Deformed threads might have contributed to the reported jammed condition. The complaint can not be replicated with the returned devices. Dimensional inspection: dimensional inspection of the received device was not performed at cq as no physical damage was evident. Document/specification review no design issues or discrepancies were found during this investigation. The complaint was not confirmed. Investigation conclusion: the complaint cannot be confirmed for sistema de cemento vertecem v+ . Esteril (part# 07.702.016s, lot# unknown) as no functional issues were identified with the returned device. A definitive root cause could not be identified for the reported problem. The hardened cement might be due to the environmental conditions. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document /specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot mre was not performed as the lot number of the device is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the patient underwent for a surgery. During the surgery, the mixing flask was not functioning . A new mixing flask was used to complete the procedure. The surgery was completed successfully with 10 minutes delay. The patient has no consequences reported. This complaint involves one (1) device. This report is for (1) vertecem v+ cement kit. This report is 1 of 1 for (B)(4).